Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 system controller was evaluated following the reported event of a system controller exchange. The system controller was not returned for analysis and exchanged to their backup controller. Information provided by the account stated that was exchanged to the backup position on 15may2025 to facilitate a modular cable replacement. The patient¿s modular cable was replaced due to cosmetic damage that did not penetrate the underlying shielding. No photos were provided, and no log files were available for review. The reported event could not be correlated to an issue with the system controller. No serial or lot number of the system controller was provided by the customer to perform a device history record review. Heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the modular cable damage was cosmetic. The reason for the system controller was said to have been due to the modular cable exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's modular cable was exchanged due to the outer plastic was separating from the inner shielding and wires. The patient's system controller was also exchanged to their backup controller.